Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the operator cannot adjust settings; settings are jumping around; 1st generation navigation ring is not working. The customer reported there was no patient involvement.